Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, 90% stenosis in the left main. The 5.0x8 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at first inflation at 6 atmospheres. No additional dilatation was performed and the procedure was completed. The nc trek was submerged in the saline and the device was prepared inside of the patient anatomy. There was no resistance advancing or removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was prepared inside the patient anatomy. It should be noted that the japan nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.